Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports a broken srom shaft. Date of implant: (B)(6) 2007; date of explant: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Did it break into two or more pieces? Into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed that stem was fractured. The device presented the breakage at stem's neck area. The femoral head was still engaged with one of the separated parts. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product description: 12/14srom lat 18x13x160/36+8. Product code: 910000017. Lot number: 2285392. 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/02/2007. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/2012. 5) IFU reference: n/a. Device history review: a manufacturing record evaluation was performed for the finished device (910000017/ (B)(6))

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed that stem was fractured. The device presented the breakage at stem's neck area. The femoral head was still engaged with one of the separated parts. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product description: 12/14srom lat 18x13x160/36+8. Product code: 910000017. Lot number: 2285392. 1) quantity manufactured: (B)(4) 2) date of manufacture: 01/02/2007. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/2012. 5) IFU reference: n/a. Device history review: a manufacturing record evaluation was performed for the finished device (910000017/2285392) product and lot numbers, and no non-conformances were identified.